Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose levels were too high for the glucometer to detect. It was stated that the customer was very ill, and was vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was stated that the customer was experiencing frequent bent cannulas. Advised to try a different infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.